Event description:
It was reported that post a stenting treatment procedure, the patient experienced pain and stent damage was noted. Access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion was located in the mildly calcified and mildly tortuous left internal carotid artery with a vessel diameter of 9mm and a length of 30mm. The lesion was predilated with a 5.0x20mm sterling balloon and then a 10.0-31 carotid wallstent was deployed. The following day after the procedure, the patient responded that her neck hurt and it felt like an object was stuck in her neck. Angiography was performed and it was noted that the stent was deformed. The physician arranged for another angiography to be performed to investigate the condition of the patient. No additional patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).